Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: date of this report, date received by manufacturer. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on her left side on or about (B)(6) 2009. Patient experienced pain, numbness, loss of mobility, infection, and elevated cobalt-chromium levels. Patient has not yet scheduled an explantation.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: patient was implanted with a depuy asr hip on her left side on or about (B)(6) 2009. Patient experienced pain, numbness, loss of mobility, infection, and elevated cobalt-chromium levels. Patient has not yet scheduled an explantation. Doi: (B)(6) 2009 - dor: n/I (left side). (B)(6). Update 01/12/2012 plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update rcvd 21 april 2014 - der added revision date, further reasons for revision, patient was revised to address pain, discomfort, metal wear, and cup loosening, hospital details and surgeon.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.